Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/01/2019. A visual inspection was conducted. There was no sterile plastic barrier around the plastic tray. The device was observed to be inside the plastic tray. No visual defects were observed on the plastic tray. There were no visual defects on the device. Based on the returned condition of the device, the reported failure "packaging issue" was confirmed, however we are unable to determine when the plastic barrier was removed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had no sterile packaging. The kit was there but it did not have a sterile bag around it. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had no sterile packaging. The kit was there but it did not have a sterile bag around it. A replacement device was used to complete the procedure. No patient involvement.